Manufacturer narrative:
Mean and mode was used. Date of publication used. The devices were not available; therefore, product testing on these actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop, hyphema and stent obstruction are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Elevated iop, hyphema and stent obstruction are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, possibly retained viscoelastic and patient anatomy likely contributed to the reported elevated iop and the stent obstruction (respectively). MFR# reference: (B)(4).

Event description:
Through a review of an article titled ¿comparison of 1 year effectiveness of trabecular microbypass stent implantation (istent) in conjunction with phacoemulsification among mild, moderate, and severe primary open angle glaucoma¿, the following events were reported. Following cataract plus stent procedures, postoperative complications included five (5) cases of iop spike during the first week postop, which were subsequently controlled with medications. There was one (1) case of early postoperative hyphema which gradually resolved with conservative treatment within a few weeks. In addition, there was one (1) case of sent occlusion by the iris, which was subsequently resolved with yag laser. Through follow-up, the following additional information was provided. Reportedly, possible retained viscoelastic contributed to the reported cases of iop spike which resolved with eyes drops and added medication. The reported hyphema also resolved with steroids. The purpose of the retrospective study was to evaluate the effectiveness of trabecular microbypass stent implantation in combination with cataract surgery in moderate to severe glaucoma compared to mild glaucoma. Any omitted information was not available at the time of this report.